Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy that the stapler would not release after successful firing. As reported, the stapler was fired a 2nd time with a white load, but once they attempted to remove stapler it was stuck. The device displayed a message stating, "instrument needs to be removed." They could not remove instrument and undocked and removed the whole cannula and reload. Procedure was completed with no reported harm or injury to patient. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) has been issued and isi has requested to have the stapler instrument and reload be returned for evaluation; however, the devices have not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. As of (B)(6) 2022, a review of the site's complaint history has been performed and identified one additional complaint that was generated for the related instrument. There was no image or video clip submitted to isi for review. A review of the instrument log for part #480545-04 / batch/lot #t91220413 associated with this event has been performed. Per logs, the sureform 45 curved tip stapler was last used on (B)(6) 2022 on system #sk1631 with 10 uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that patient tissue was stuck to the reload after firing with unknown cause. Medical intervention may be required in the event that the staple(s) cannot be released (unclamping) from the target tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.